Event description:
It was reported that, after a legion hk system had been implanted on the left side of a patient, on (B)(6) 2018, the patient started experiencing a lateral patellofemoral crepitus on (B)(6) 2020. This adverse event has not been treated and is, therefore, ongoing.

Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-valid event. There is no information that confirms that the lateral patellofemoral crepitus was caused by the device. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.